Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: the pin came loose and fell outside the patient. Surgical time was not extended as they simply used another product. There was no patient injury reported.